Event description:
During the stapled hemorrhoidopexy an ethicon pph device was used during the procedure on (B)(6) 2012. Pt had bleeding which required hospitalization two times including scopes. On (B)(6) 2012, pt taken to surgery. Upon examination, ulcer appeared to be bleeding. Surgeon started oversewing the ulcer from start to finish. During this process, midway along placement of this suture half of a staple was discovered down in the base of the ulcer, sort of sticking out. The ulcer seemed oriented proximal to distal instead of circumferential. Dates of use: (B)(6) 2012.